Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was experiencing increased pain and felt ill. It was noted that the patient was throwing up and believed to had virus. The patient was prescribed with antibiotics and zofran for queasiness.

Manufacturer narrative:
Additional information was received that the patient was not placed on antibiotics and was doing well.

Event description:
A report was received that the patient was experiencing increased pain and felt ill. It was noted that the patient was throwing up and believed to had virus. The patient was prescribed with antibiotics and zofran for queasiness.